Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-20-00, 7277597 - eq reverse torque defining screw kit. 320-10-00, 6692270 - equinoxe reverse tray adapter plate tray +0.

Event description:
As reported, 2 days post op the initial left tsa, this (B)(6) male patient was revised due to dislocation. Patient dislocated anteriorly after fracture reverse replacement on april 23rd. Removed humeral tray and liner and replaced with a +5mm tray and a 2.5mm constrained humeral liner. Patient was last known to be in stable condition following the event. Devices will not be retuning, disposed of at hospital.

Event description:
As reported, 2 days post op the initial left reverse total shoulder arthroplasty, this 70 y/o male patient was revised due to dislocation. The patient had a fall, the date is unknown. Patient dislocated anteriorly after fracture reverse replacement on april 23rd. Removed humeral tray and liner and replaced with a +5mm tray and a 2.5mm constrained humeral liner. The patient experience the fall and revision while in the hospital during the admission for the initial implant surgery. Patient was last known to be in stable condition following the event. Devices will not be retuning, disposed of at hospital. No additional information.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the surgical revision for dislocation cannot be conclusively determined; however, it is most likely related to the patient¿s fall. Section h11: the following sections have corrected information: (b5) describe event or problem: as reported, 2 days post op the initial left reverse total shoulder arthroplasty, this 70 y/o male patient was revised due to dislocation. The patient had a fall, the date is unknown. Patient dislocated anteriorly after fracture reverse replacement on april 23rd. Removed humeral tray and liner and replaced with a +5mm tray and a 2.5mm constrained humeral liner. The patient experience the fall and revision while in the hospital during the admission for the initial implant surgery. Patient was last known to be in stable condition following the event. Devices will not be retuning, disposed of at hospital. No additional information.